Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No insulin pump alarms noted during test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed watchdog timeout and unexpected restart. Customer was assisted with alarm troubleshooting. Customer's blood glucose was unknown at the time of incident. Customer stated this was the second watchdog timeout alarm received in a week. Customer stated that watchdog timeout alarm was cleared during troubleshooting. Troubleshooting for unexpected restart was performed. Customer stated that insulin pump was stored or not in use for an extended period of time. Customer stated that alarm occurred shortly after insertion of new battery. The insulin pump was returned for analysis.